Event description:
It was reported that cartridge change errors occurred intermittently with multiple cartridges during the load sequence. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 250 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
B4, d9, g3, h2, h3, h6 (remove 213 and 4315) b4, d9, g3, h2, h3, h6 (remove 213 and 4315).